Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during an infusion of carboplatin via piggyback, a leak was noted at the connection site of the secondary set and the primary tubing. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the connection between the primary and secondary was not confirmed. The set was visually inspected and no anomalies were observed. Functional and pressure testing resulted in the fluid flowing freely with no signs of leaking at the connection between the secondary and primary tubing. The root cause of the customer¿s report was not determined.